Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for talar components for reason of anterolateral soft tissue irritation.

Manufacturer narrative:
Correction - please refer h6 device code. The reported event could not be confirmed, since the device was not returned for evaluation, and no other evidence was provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- the CT scan shows, that the talar component might be positioned a little anterior. There is no clear sign of loosening or migration. The tibial component protrudes beyond the dorsal cortex of the distal tibia by a few millimeters. It seems to be chosen a little to large. The talar component, however, seems to be anteflexed slightly. This is regarded as a problem for the soft tissue of the patient by the surgeon. Both complications would be treatment or procedure related. The soft tissue reaction, however, is patient related. Based on investigation the root cause of the failure is attributed to treatment or procedure related issue and main factor for soft tissue reaction is patient related. If the device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for talar components for reason of anterolateral soft tissue irritation.